Event description:
It was reported that the tip of the fiber was burned and there was diminished vaporization @ 101,585 joules. The procedure was completed with a second fiber. There was no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate detritus buildup; the glass cap exhibits severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber. (B)(4).